Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio downloaded the device's electronic records, which verified the reported issue, the device locked up after pressing the shock button. The cause of the reported issue could not be conclusively determined. The customer received a replacement device.

Event description:
The customer contacted physio-control to report that while performing a synchronized cardioversion procedure on a patient, the display went blank and the device was locked up (became unresponsive). Medical personnel turned the device off and then turned it back on (with the on/off switch). The customer brought in a back-up device to finish the cardioversion on the patient. There were no adverse effects to the male patient as a result of the reported issue. No further details about the patient or the event were provided.

Manufacturer narrative:
Device identifier (di) number ¿ (B)(4).

Event description:
The customer contacted physio-control to report that while performing a synchronized cardioversion procedure on a patient, the display went blank and the device was locked up (became unresponsive). Medical personnel turned the device off and then turned it back on (with the on/off switch). The customer brought in a back-up device to finish the cardioversion on the patient. There were no adverse effects to the male patient as a result of the reported issue. No further details about the patient or the event were provided.

Manufacturer narrative:
Physio-control has determined that the likely cause of the reported issue was due to a field programmable gate array component (¿fpga¿) on the system pcb assembly. Timing issues in the fpga firmware may intermittently prevent a required system reboot following a defibrillator shock which results in the lockup issue. During the evaluation, the device lockup condition occurred once in every 800 to 1200 defibrillator discharge cycles. New fpga firmware has been created to resolve the timing issues that were identified. Validation testing of the new fpga firmware has confirmed that the updated firmware is effective in correcting intermittent device lockup issue following a defibrillator shock has been corrected.

Event description:
The customer contacted physio-control to report that while performing a synchronized cardioversion procedure on a patient, the display went blank and the device was locked up (became unresponsive). Medical personnel turned the device off and then turned it back on (with the on/off switch). The customer brought in a back-up device to finish the cardioversion on the patient. There were no adverse effects to the male patient as a result of the reported issue. No further details about the patient or the event were provided.